Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 315 mg/dl. The customer changed the infusion set and delivered a bolus to stabilize bg level. The contact stated to believe the infusion set was the cause of the elevated bg. However, it was not confirmed. The contact declined to troubleshoot with tandem technical support